Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery and laparoscopic recurrent incarcerated ventral hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿the mesh had eroded into the small bowel causing a small bowel obstruction and necessitating a bowel resection.¿ it was reported that the patient experienced small bowel obstruction, small bowel resection and severe pain. No additional information is provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.